Event description:
Customer reported experiencing occlusion alarms, but specific details or resolutions were not provided. There was no adverse impact to the customer¿s blood glucose level. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.